Event description:
Customer reported that the v60 ventilator shut down unexpectedly. Customer found error code messages of data acquisition pcba adc failed in the significant event log. Customer reported that the unit was in clinical use at the time the reported issue was discovered; however, there was no patient harm.